Manufacturer narrative:
The other relevant component includes: product ID 8780 (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 product type catheter product ID 8780 (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 product type catheter. Interrogation of the device revealed the pump had been programmed to deliver 2,000 mcg/ml of baclofen at 699.1 mcg/day via simple continuous infusion mode. Evaluation of implantable pump (B)(4) revealed residue in the motor gear train and wearing on the lower shaft of gear number two. Evaluation of implantable catheter product ID 8780 (B)(4) revealed a compressed area on the body of the catheter. Evaluation of product ID 8780 (B)(4) did not reveal any anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID 8780 (B)(6) implanted: (B)(6)2012 explanted: (B)(6)2017 product type catheter product ID 8780 (B)(4) implanted: (B)(6) 2012 explanted: (B)(6)2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type catheter product ID 8780 lot# serial#(B)(4) implanted: (B)(6) explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017regarding a patient receiving gablofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that a catheter revision was scheduled for (B)(6) 2017. It was unknown what troubleshooting was performed, and it was unknown if any environmental, external, or patient factors were thought to have led to the issue. The issue was not resolved and the patient's status was unknown at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4)implanted: (B)(4) 2012 explanted: (B)(4) 2017 product type catheter product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2012 explanted: (B)(4) 2017 product type catheter analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code 92 no longer applies if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2017. The patient's pump and catheter were explanted and returned for analysis. No further complications were reported or anticipated.